Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in doing so; the malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappears.